Event description:
The customer reported that during a procedure utilizing two unk types of electrosurgical pencils, it was noticed that the pt had a reddened area on their leg. The customer indicated that when one pencil was activated, the other pencil also activated, creating the reddened area. The area was reported as being 2 cm. In size and was treated with cream. The customer stated that the pencils were not placed in their holsters during the procedure, as recommended in the IFU. The pt has made a full recovery.

Manufacturer narrative:
(B)(4). The incident being generated has been received by covidien emea service and is under eval. When the unit eval is complete, a f/u report will be submitted.